Event description:
A report was received that a patient was explanted of the ipg due to not being able to charge it. The patient had a previous non device related surgery where electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))the patient is reportedly doing well following the explant procedure.

Event description:
A report was received that a patient was explanted of the ipg due to not being able to charge it. The patient had a previous non device related surgery where electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)the patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
The returned product analysis did not confirm the complaint. The ipg passed visual, performance, photographic and electrical tests. The ipg was fully charged in one cycle from the hibernation state and the battery depletion rate was within the limit with the stimulation turned off. However, the patient's data profile indicated that charging times had been brief without being fully charged which suggests that the ipg was not properly coupled with the charger due to unknown reasons. Therefore device exhibits normal device characteristics.